Manufacturer narrative:
Approximate age of device - 2 years and 6 months. The device was returned for investigation. The evaluation is not yet complete.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to hemolysis, volume overload and respiratory symptoms that appeared to be pneumonia. The patient had yellow urine, dyspnea, and orthopnea, and leg edema. A chest x-ray revealed right lateral lobe consolidation. The patient was started on doxycycline due to suspected community acquired pneumonia, and lasix drip for the volume overload. The patient's inr was 2.1, and the lactate dehydrogenase (ldh) labs could not be read as sample kept coming back hemolyzed. On (B)(6) 2017, the patient became febrile and respiratory distress. The patient was intubated and started on a dobutamine infusion and intravenous ceftriaxone and vancomycin for pneumonia. The patient experienced hematuria, and the ldh tests continued to be hemolysis. The patient's inr was 4.1 despite coumadin being withheld since (B)(6) 2017. An echocardiogram revealed extreme dilatation of the left ventricle, poor right ventricular function and the aortic valve opening with every cardiac cycle. On (B)(6) 2017 the patient's inr was 4.2. The patient was stabilized hemodynamically on dobutamine and lasix, and continued to receive intravenous antibiotic regimen of doxycycline, ceftriaxone and vancomycin. On (B)(6) 2017, the patient underwent pump exchange and was stable post operatively.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 9.5 inches from the nipple of the pump housing; a 9.5 inch section was also returned and the distal end of the driveline was returned in a 20 inch segment. The inflow conduit and the outflow graft were not returned. Upon disassembly of the pump, a tissue-like thrombus formation was observed surrounding the inlet bearing ball. The thrombus appeared to have formed in laminated layers and contained areas of denaturation, indicating that the thrombus developed on the inlet bearing over an undetermined amount of time while the pump was supporting the patient. Examination of the body of the rotor revealed a large, tissue-like deposition occluding one of the rotor¿s vanes and two small tissue-like depositions on the rotor¿s blades. The depositions appeared to have areas of denaturation, which suggest that they were present while the pump was supporting the patient. Although a root cause for the development of these depositions and the duration for which they were present within the device could not be conclusively determined, they could have contributed to the reported hemolysis. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus, hemolysis, respiratory failure and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.